Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of a capture anomaly was not confirmed in the laboratory. The device was tested on the bench and using automated test equipment and passed all tests. No device anomalies were observed.

Event description:
It was reported that during an attempted implant, the lv capture threshold was normal with the pacing system analyzer, but there was no capture with the device. The device was not implanted.